Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
The patient reported feeling a "thumping in [their] chest". The phrenic nerve stimulation was being caused by the left ventricular lead. Reprogramming occurred to resolve the patient's symptoms. The lead remains in use. No further patient complications have been reported as a result of this event.